Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed selftest, unexpected error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime during prime test due to faulty force sensor system. Unable to perform excessive no delivery test, occlusion test, displacement accuracy test or verify drive motor anomaly due to prime anomaly. The motor was tested outside the device and passed. The pump was unable to download due to multiple alarms in history screen. Alarms are due to corrupted history file. Pump was received with cracked reservoir tube lip and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had drive anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.